Event description:
On march 16, 2007 lifescan-another country received a letter in reference to his one touch ultra meter alleging inaccurately high readings. The customer care advocate (cca) spoke with the pt's spouse to obtain info. Based on the pt's diary, he obtained a 170 mg/dl in 2007. He administered 7 units of humalog insulin based on his sliding scale regimen and administered 20 units of lantus. The pt's spouse was unable to specify the pt's sliding scale regimen. Before lunch, he obtained a 196 mg/dl and administered 8 units humalog based on the result. The pt's lunch consisted of 3 units of carbohydrates. Later that afternoon, the pt had a scheduled appointment with his physician due to his foot disease. At 3:00 pm, he describe feeling a jittery sensation and not feeling so well. He did not attempt to test his blood glucose at the time of experiencing symptoms. He ate some apples. Once he arrived home, he felt asleep on the couch. At approximately 6:00 pm, his wife attempted to wake him; however, it was nearly impossible. She tested his blood glucose and obtained a 61 mg/dl. She then attempted to administer treatment by giving him choke and honey; however, the pt would not open his mouth. The pt's wife contacted his physician. The physician did not attempt to retest the pt and proceeded to administer IV glucose (dose unknown). At approximately 8:00 pm, the pt was hospitalized. The pt is still in the hospital due to developing pneumonia. The cca was unable to verify the reported results in the meter memory, whether the unit of measurement was set correctly at the time of testing, and if the puncture area was being cleaned correctly. Quality control testing was not performed, as test strips and control solution were not available. The meter was replaced. The pt alleged experiencing symptoms suggestive of hypoglycemia following an insulin dose based on the elevated meter readings. The pt self-treated these symptoms with food. Further IV glucose treatment was received. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.